Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to high blood glucose of 591 mg/dl on (B)(6) 2017. Customer went to bed with blood glucose at 195 mg/dl woke up with blood glucose of 395 mg/dl and the insulin pump alarming motor error. Treated high blood glucose with manual injections and the pump however, blood glucose would not go below 600 mg/dl. The customer experienced symptoms such as nausea. Emergency medical services were called out and his blood glucose was 542 mg/dl when he was tested in the ambulance. Customer was treated with IV fluids and insulin shots. The customer arrived to the emergency room with the insulin pump but was advised to remove it. Customer stated the cannula on the infusion set was not bent when they removed it. Troubleshooting was performed on the insulin pump for the motor error. Customer initially stated the drive support cap was sticking out then indicated that it was not. The pump displacement test was performed and the device alarmed no reservoir. Customer was able to rewind the device.  Customer declined troubleshooting for high pressure test as the device had alarmed for no delivery. The insulin pump is not being returned for analysis.